Event description:
On (B)(6) 2025 the user's caregiver reported that the ilet device was damaged during a physical education class when another student accidentally pushed the user, causing the device to hit a bleacher. The screen cracked and displayed black lines, and the touchscreen became nonfunctional. The user was unable to operate the device and transitioned to backup therapy. A replacement ilet was arranged. No injury occurred and blood glucose levels were stable at the time.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.